Event description:
It was reported that during a percutaneous peripheral intervention, a balloon rupture occurred. Vascular access was obtained via the left femoral artery with a 6fr non- bsc inflation device. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right superficial femoral artery. After a 100cm 4fr unspecified catheter, a non-bsc support catheter and a non- bsc guide wire crossed the lesion, a 5.0 x 100, 135cm mustang balloon catheter was selected and advanced for predilation. The complaint device was inflated thrice, first and second inflation is at 12 atmospheres then ruptured on the 3rd inflation at 12 atmospheres. The device was replaced with a 4×150cm sterling sl balloon catheter to complete the procedure. The device was retrieved intact. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention, a balloon rupture occurred. Vascular access was obtained via the left femoral artery with a 6fr non- bsc inflation device. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right superficial femoral artery. After a 100cm 4fr unspecified catheter, a non-bsc support catheter and a non- bsc guide wire crossed the lesion, a 5.0 x 100, 135cm mustang¿ balloon catheter was selected and advanced for predilation. The complaint device was inflated thrice, first and second inflation is at 12 atmospheres then ruptured on the 3rd inflation at 12 atmospheres. The device was replaced with a 4×150cm sterling sl balloon catheter to complete the procedure. The device was retrieved intact. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. During an attempt to inflate the balloon, a pinhole leak was identified. The leak was located at 1mm proximal to the proximal edge of the distal markerband. A microscopic examination of the balloon material and the distal markerband could not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).